Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported via study to evaluate visual outcomes following bilateral implantation of a non-diffractive wavefront-shaping extended depth of focus toric intraocular lens. This is a prospective interventional case series of patients with bilateral cataracts and significant corneal astigmatism who desired more spectacle independence after cataract surgery. A total of 60 eyes of 30 patients were implanted with company intraocular lens. This case is for the patients who had visual acuity and refractive outcomes. 67% had < 0.50d and 100% of eyes had < 1.00d of postoperative refractive astigmatism respectively. The mean postoperative refractive cylinder was 0.37d + 0.39 with 73% and 98% of eyes with < 0.50d and < 1.00d of target residual cylinder respectively (figure 2c). The mean iol rotation was 3.85 + 5.09 with 86.7% of eyes with less than 5 of rotation.